Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called to report a high blood glucose reading of 587 mg/dl. The customer was unable to treat her blood glucose levels with the insulin pump, and she didn't have a back up plan. The customer was advised to go to the emergency room for assistance with her blood glucose levels. Nothing further was reported.